Event description:
It was reported that the customer tried to initiate a use of centrimag motor and console. During start up, an m3, pump not inserted, alarm was observed. The motor was swapped out with a replacement and the system worked as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D4 - expiration date was inadvertently added in the initial report and is not applicable to this device. Manufacturer's investigation conclusion: the centrimag 2nd generation primary console (serial number (B)(6)) was evaluated following the reported event of an m3: pump not inserted alarm. Reported information stated that the motor was exchanged and the alarm resolved, isolating the issue to the motor. The console remained in use and the system operated as intended. The reported event was unable to be correlated to an issue with the console. The device history records were reviewed for the centrimag console (serial number (B)(6)), and the console was found to pass all manufacturing and qa specifications. The current revision of the centrimag operating manual and instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual, section 12.1 ¿ "appendix I ¿ primary console alarms and alerts", cover all alarms (auditory and visual), including motor alarms, and the appropriate actions to take if the issue does not resolve. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.